Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from heart wall. When trying to reposition lead, helix extension issues were encountered due to tissue in the tip. The lead was explanted and an additional surgical intervention was required to implant a longer lead to possibly avoid the same situation in the future. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from heart wall. When trying to reposition lead, helix extension issues were encountered due to tissue in the tip. The lead was explanted and an additional surgical intervention was required to implant a longer lead to possibly avoid the same situation in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood around the helix. Otherwise, the lead tip appeared normal. No lead issues were noted that would have resulted in an increased risk of dislodgement. Visual examination also noted several cuts in the outer insulation at approximately 17.5 cm from the terminal end, likely due to explant damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.